Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during setup ophthalmic laser probe did not pass through the ophthalmic trocar. The surgery was completed on the same day with alternative product and there was no patient involvement.